Event description:
It was reported that approximately five days post-implantation, the patient underwent a hip revision due to a fracture. Patient had a proximal femur replacement and pelvic fixation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 802403602, lot# 3018283, constrained head 12/14 taper 36 mm diameter -3 mm neck length; cat# 00585204025, lot# 66466706, stem collar 25 mm o.d.; cat# 00585205011, lot# 66723558, fluted stem extension straight precoat 11 mm diameter 130 mm length; cat# 00585003238, lot# 66552379, proximal femoral component 38 mm offset; cat# 010000982, lot# 7707595, g7 freedom const e1 lnr 36mm d; cat# 66022663, lot# 68641379, palacos r + g (1x40); cat# 3020830401-3, lot# ax47ck0804, refobacin plus bone cem 40 -3. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1825034).

Manufacturer narrative:
It was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1825034).